Event description:
It was reported that during a post operation device check, the right atrial lead exhibited loss of sensing and capture. The lead was explanted and replaced and noted insulation damage near the connector. The patient was in stable condition post operation.

Manufacturer narrative:
Final analysis found that the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed